Event description:
Observation found during evaluation at bd service center: found probe failure also caused black lines on image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of sr9 probe is saying transducer element failed was confirmed. There are black lines in the ultrasound image. The sr9 scanner was restarted with the probe attached, the assessment test failed with 1 transducer element. The root cause is due to an internal failure of the probe.